Event description:
It was reported that the biosure, during a cross ligament reconstruction surgery, when twisted in the screw used the 1.2 guide wire and screwdriver, the screw broke. Finally a backup screw was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One (B)(4) 7x25mm biosure ha screw returned. The procedure was listed as: ¿cross ligament reconstruction surgery¿. The product is two years old. This implant was received in used and damaged condition. Dimensional inspection verifies that this is a 7mm product. There is approximately 7.78mm of distal length missing from the implant. It was not returned. The complaint indicated difficulty occurred when twisting while using a guide wire. The screw threads have been chewed up from the guide wire. This would indicate that the screw bound up with continued twisting force. A starter was not used. No root cause associated with the manufacture of this device could be supported.